Event description:
It was reported that the nurse administered insulin to the patient and withdrew the needle from the patient. The nurse then used the hard surface of the bedside table to activate the safety device to cover the needle. While the nurse activated the safety needle, the needle bent outside of the safety device at an almost 90 degree angle. It seemed like the needle cover pushed the needle. The nurse was stuck with the needle that was sticking out. This incident required medical intervention in order to prevent or preclude permanent impairment of a body function or structure.